Event description:
A caller reported a malfunction on a pump, but there were no notable events leading up to this issue, and there was no adverse impact on the customer's blood glucose level. Although the malfunction code was displayed, it was resettable, and fault ID was available. Technical support provided information on how to reset the pump, but the customer did not have the necessary charging supplies during the call and requested a callback. Technical support mentioned they would try to call back, but the customer was also encouraged to reach out to them.